Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose levels of 60 mg/dl. The customer stated that prior to the event, she had seen the dr for back and stomach pains, which the dr. Discovered was kidney stones. Subsequently, the dr. Sent the customer to the hospital where the customer experienced low blood glucose levels. The customer stated that she wore her insulin pump through the CT scan. The customer also stated that she experienced low blood glucose levels the following day and had to be treated by her sister. The customer further stated she had been struggling with a reservoir problem and had a severely bent needle on her infusion set. Nothing further was reported.